Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook d.a.s.h. Dometip double lumen sphincterotome. The cover from the handle got detached and the cutting wire was exposed. The device allowed coagulation/burning but did not cut properly. No section of the device detached inside the patient. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved found the handle separated from the catheter at the proximal end. The drive wire remained intact, holding the handle onto the device yet the separation did not allow the device to function correctly. Further investigation found the cutting wire to be separated at the center cannula joint of the device rendering the device electrically inoperable. Due to the condition of the returned product, a functional laboratory test with an electrosurgical unit could not be performed on the device and the device did not pass a continuity test due to the separation at the center cannula. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. If the sphincterotome handle receives added pressure when removing the sphincterotome from the accessory channel of the endoscope, this can contribute to catheter and handle separation. This can also occur if the sphincterotome experiences excessive pressure during use or general handling. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. The user is also instructed to advance the sphincterotome through the accessory channel of the endoscope in short increments. This activity will aid in device preservation. Difficulty with electrosurgical current application could have occurred if any cord connections were not secure. These connections include electrosurgical unit to active cord and active cord to sphincterotome. The instructions for use state the following: "with electrosurgical unit off, prepare equipment active cord fittings should fit snugly into both device handle and the electrosurgical unit" this verification activity will ensure the equipment is prepared to provide the electrosurgical current the sphincterotome needs for device usage. Final quality control inspection includes: the electrical pin in the handle is connected to an active cord to verify a secure connection. An ohm meter is used to verify continuity between the cutting wire and electrical pin. Separation of the drive wire from the cutting wire can occur if the tip of the device is over flexed. The instructions for use caution the user not to over flex or bow the tip beyond 90 degrees, as this may damage the sphincterotome. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. If the elevator of the endoscope is placed in the closed/up position with the sphincterotome inside the accessory channel, this could constrict movement of the drive wire when the handle is manipulated in an attempt to bow the sphincterotome. If added pressure is applied to the handle with the elevator and sphincterotome in this position, this could contribute to drive wire separation from the cutting wire. Other factors that can contribute to drive wire separation include manipulating the handle with the catheter in a coiled position or with the recurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all d.a.s.h. Dometip double lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure proper function. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.